Manufacturer narrative:
Device received with blank display do to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. Unable to confirm signal too low and unexpected restart alarms due to blank display. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the device made a high pitch sound then alarmed signal too low alarm. Customer's blood glucose was 141 mg/dl. Device had also alarmed unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.